Event description:
As reported by the user facility: customer reported incorrect weight was taken from pt during dialysis treatment. Reportedly machine removed 300-500 more fluid than was prescribed. The pt did not experience any injury. The customer replaced the vde valve and retested and confirmed proper operation. A trend file was provided for eval.

Manufacturer narrative:
The actual manufacturer was provided with the trend file for investigation. A follow-up report will be filed when additional info becomes available.